Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Upon review by the manufacturer's investigation unit, it was determined that the lancet protrudes beyond the end cap of the device.